Event description:
Explant-insert was replaced on 10/27/97. Pt bumped knee on a table 7/97. Knee became swollen to three times the normal size and had to be drained on two occasions. Blood was in the first specimen and lots of synovitis.